Event description:
This lv lead was implanted on (B)(6) 2007. A call to technical services on (B)(6) 2011 states that during threshold testing - lvp in lead 1 is positive not negative, seeing lvp-inh. Rvp 97 lvp 79%. Lvp-inh could be due to oversensing. Unipolar epicardial lead. Technical services stated it would be off label but in this device you could turn sensing off. Technical services stated in lead 1 it should be negative, however we do not know where this lv lead is located. Caller stated she was capturing during threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).